Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range pace impedance measurements. Upon review of remote data, boston scientific technical services (ts) reported high measurements over the preceding months in addition to high/increased pacing thresholds. Suggestions were provided for additional system assessment. No adverse patient effects were reported.